Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered multiple anti-tachycardia pacing (atp) and tachy shocks of inappropriate therapy due to episodes of atrial fibrillation (af) with rapid ventricular response (rvr). Some episodes recorded were given appropriately as well. There is no evidence of therapy exhaustion and the episodes were not isolated. No adverse patient effects were reported.